Event description:
It was reported that the tracheostomy tube had been in the pt for less than a week when it developed a leak between the inner and outer cannula. The inner cannula was the one that came with the tracheostomy tube and there was no interchanging of cannulas. It was also reported that the leak was compensate for adjusting the volume on the ventilator, but the whistling sound of the leak was annoying to the staff, patient family, the pt, and the tracheostomy tube was changed to another 8lpc tracheostomy tube.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. No analysis or conclusions can be drawn without the device. If the tube is returned and failure investigation results provide significant info, a follow-up report will be submitted.